Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: late csf leaks presented consistently on or around one week post-op. Blue particulate dripped down patients throats. Re-examination of patients showed duraseal had resorbed.